Manufacturer narrative:
The malfunction was observed during review of the device's activity log; however the device was put through extensive testing without duplicating the reported malfunction. The device's monitor board and mfc receptacle were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that the clinician power cycled the device and continued treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.